Event description:
The patient's peritoneal dialysis nurse called tech support requesting assistance with replacing the patient's cycler. She reported the patient had experienced a large drain volume, 5369ml, in drain 0 on (B)(6) 2013. The nurse added that the patient is currently on vacation and she did not have add'l info at this time. The reported drain 0 volume of 5369ml exceeds 180% of the prescribed fill volume of 2500ml which meets the drain criteria for a reportable device malfunction.

Manufacturer narrative:
There is no indication that there was any serious injury to the patient but insufficient info cannot rule out the possibility at this time, therefore a serious injury and malfunction MDR will be filed. A review of the patient's treatment data was completed by the post market clinical department. A large intra-peritoneal volume drain 0 occurred with an undetermined cause. The peritoneal cycler (plant investigation) is anticipated and a supplemental report will be submitted upon completion.